Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button had stopped functioning. During troubleshooting with tandem technical support, the customer confirmed that the pump turned on when plugged into a power source. Additionally, it was reported that the touch screen was unresponsive and the customer was unable to interact with the pump. Customer's blood glucose was 153 mg/dl at the time of the report. The customer confirmed that an alternate method of insulin delivery was available.